Event description:
The patient's health care provider contacted animas on (B)(4) 2012 reporting that the downloaded data from the pump was inaccurate and the dates were skipping around in the incorrect order since (B)(6) of 2011. Animas contacted the patient on (B)(4) 2012 and reviewed the history with the patient. The pump history showed multiple date and times that were out of order and also showed inconsistency in the year. The pump history showed data for (B)(6) 2012 then skipped (B)(6) 2013 and followed sequentially back to (B)(6) 2013. The next skip in data showed the pump history going (B)(6) 2013 then (B)(6) 2012. The final recorded date issue showed dates going backward out of order: (B)(6) 2012. This report is made based on the indication that the pump history may have been inaccurate.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that the pump was resetting to default time and date upon rebooting causing the pump history to appear inaccurate. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.